Manufacturer narrative:
(B)(4): the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a coronary artery stenting procedure balloon withdrawal resistance occured. The lesion was a severely calcified portion of the 1st diagonal (1st dx). The physician predilated the lesion with a 2.0x15mm maverick balloon. A 2.25x16mm taxus atom stent was deployed in the 1st dx. When they tried to remove the stent delivery system, balloon withdrawal resistance occured. The procedure was completed without further difficulty. The patient condition is stated as 'o.k.' A promus stent was placed in the lad during the procedure without issues.